Manufacturer narrative:
The devices involved were not returned and it is unk if the suture broke or pulled out; or if the loop broke. The cause of this event could not be determined without device eval. DHR review revealed nothing relevant to this event. Arthrex makes no claims for the strength of the suture when in combination with a device.

Event description:
Customer states, that five of the six sutures in the implants failed while tying the knots. Info provided does not indicate if the suture strands broke or pulled out, or if the suture loop broke. All three anchors remained intact inside the pt. Surgeon had to proceed with a mini open procedure. The device is used for treatment.